Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in spain, it was a case of an implant of a 23mm sapien 3 valve in a non-edwards valve in pulmonic position by transfemoral vein approach in a patient with pulmonary stenosis. The valve implantation was successful, with residual invasive gradient of 10mmhg. Three and a half months after valve implantation, the patient developed symptoms, including fatigue and episodes of shortness of breath (sob). Additionally, the CT showed leaflet thickening, reported as likely due to thrombosis. So, anticoagulation was initiated, but was unsuccessful. Two months later (seven months after valve implantation) the patient presented with worsening symptoms (fatigue and sob), along with increased gradients of 30mmhg, as a progression of the leaflet thickening. Consequently, a balloon valvuloplasty was performed, and the gradients were reduced to 7mmhg. Two years and four months after valve implantation, the decision was to redo transcatheter pulmonary valve implantation (tpvi) with another 23mm sapien 3 valve, due to worsening of symptoms (shortness of breath and fatigue) and pulmonary stenosis and regurgitation. The valve implantation was successful, and there were no invasive gradients after the procedure. Anticoagulation therapy was continued.